Event description:
On 08/27/2009, the pt reported she has been frequent air bubbles in the tubing of her insulin infusion set which has resulted in elevated readings of 250-350 mg/dl. Her normal range is 120-140 mg/dl. She feels no symptoms and primes out the air bubbles and boluses to correct her readings. She stated the air bubbles occur while she is filling the cartridge and after about 6 hours of cartridge use. The issue has occurred with multiple boxes of cartridges and the bubbles end up in the tubing. She stated, she allows her insulin to warm 15-20 minutes before using it. She was advised to allow the insulin to warm for 30-45 minutes in order to reach room temperature. The pt stated she is working with her nurse to adjust her basal rates and her rates were just changed yesterday. She said, she currently has an air pocket in her tubing. She was instructed to disconnect from her headset and prime the air bubbles out which she successfully did. A request for additional training was submitted. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.